Event description:
A complaint was received from a customer that reportedly first tested with the glucometer received results of 27 mg/dl and then immediately a "lo" (less than 20mg/dl). Not believing these results immediately re-tested with a competitive system and received a result of over 200 mg/dl. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. Electronic checks were conducted and were found satisfactory. The customer was encouraged to call co's 24/7 customer service line if any add'l problems or questions were encountered. The complaint is considered closed for purposes of MDR.